Event description:
An article entitled "an interictal eeg can predict the outcome of vagus nerve stimulation therapy for children with intractable epilepsy" was received and reported that two patients experienced wound infections after implant surgery and had their devices removed early as a result. The article also mentioned that 6 patients had voice hoarseness and one patient had a cough, but there was no indication of these events being related to serious injuries. No further information was provided for the reported infections.